Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on an unknown date with blood glucose level was above 1200 mg/dl. Customer experienced symptoms such as nausea and throwing up blood. The customer current blood glucose level at the time of call was 203 mg/dl. Customer was treated in emergency room with insulin intravenous and manual injection for high blood glucose. The customer does not allege the insulin pump for under delivery. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.